Event description:
A bridge assurant biliary stent system was inserted into a patient for the treatment of unknown lesion. The vessel morphology was not reported. It was reported that the bridge assurant stent dislodged from the stent delivery system. It was also reported that physician modified his technique in placing the stent by moving the sheath all the way up to the lesion, then pulling it back to reveal the stent in order to not lose the stent should it become dislodged. This has led to deployment of the stent in an unintended location. This event occurred several times (see MFR report # 2953200200800247 and MFR report # 2953200200800248). It is unknown how the dislodged stent was retrieved. The delivery system was discarded and will not be returned to medtronic.

Manufacturer narrative:
Evaluation results: stent dislodgement; unk lesion site, device not returned for evaluation; moved the sheath all the way up to the lesion, then pulled it back to deploy the stent.